Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, redness and "little sausage of product under left eye" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, dizziness, skin irritation and skin discoloration: 6. Adverse events a. Us pivotal study of juvéderm volbella® xc treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. There were no treatment-related serious adverse events reported. Isrs lasting beyond the 30-day diaries were considered aes. Aes were also reported by the investigator at follow-up visits. Among the 139 subjects treated with juvéderm volbella® xc at the initial treatment, 14 (10.1%) experienced a total of 22 treatment-related aes. The most common treatment-related ae was injection site mass (lumps/bumps). Subjects treated with juvéderm volbella® xc experienced mild (7.9%, 11/139) or moderate (2.9%, 4/139) treatment-related aes. In general, the treatment-related aes required no action and resolved without sequelae. Among the 139 subjects who were treated with juvéderm volbella® xc at initial treatment and received repeat treatment with juvéderm volbella® xc, 3 experienced a total of 4 treatment-related aes after repeat treatment. These aes include 3 reports of injection site mass and 1 report of oral herpes. None required treatment. Of the 4 aes, 2 were mild (1 injection site mass [lumps/bumps] and 1 oral herpes), which resolved without sequelae, and 2 were reported with a maximum severity of severe (both events were injection site mass [lumps/bumps] in 1 subject) and then mild at the completion of the study. 8. Instructions for use b. Health care professional instructions 7. The injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A tunneling technique, serial puncture technique, fanning technique, or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the tear troughs. Patient also had a previous tear trough treatment done with juvéderm® volbella® with lidocaine at another office by another injector months prior where there was "a little sausage of product under left eye" which the healthcare professional had blended with their injection. On the next day, the patient came in for a review for swelling. About 2 weeks later, the patient came in for another review and was very happy with the injection. Nine days later, patient woke up and had developed erythema and edema on the left eye. Patient was treated with clarithromyacin, minocycline and loratidine. A week later, the patient complained of dizziness and was seen by their general practitioner who ordered a CT scan of the sinuses. Two days later, the patient was seen by a physician and continued treatment with antibiotics. Another 2 days later, the patient was reviewed again by the healthcare professional. The redness and swelling had settled, but the patient "still has some discolouration" which was considered to be permanent damage. This is the same event and the same patient reported under MDR ID #3005113652-2017-01011 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella® with lidocaine.